Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/16/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2016. No additional event or patient information is available. Data was provided. No finger stick values were entered to compare to the cgm values. The reported inaccuracy could not be confirmed. A root cause could not be determined via data.